Manufacturer narrative:
No samples were received for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of the batch records revealed no deviations in relation to the reported event. Retain samples were visually examined. Tests were conducted for aspiration volume, additive concentration and gel functionality. All results meet specification. Therefore, the complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusions; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. Additional information and samples were requested for an evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states there is cloudy plasma which may be affecting results. Customer advises that this affects high sensitivity troponin: 1st example: initial result was 234 and the pour off re-spin was <6; 2nd example: initial result was 86 and the pour off re-spin was 18. Centrifuge in use is statspin express 4.